Event description:
The customer reported lift column intermittently will not travel down. Site did not have specific case info.

Manufacturer narrative:
The svc rep replaced the ps3 power supply. No further action at this time.